Manufacturer narrative:
Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: - no significant deformations or damage of the valve was detected during the visual inspection. Permeability test: to check if the progav 2.0 shunt system is blocked, we have performed a permeability test on the valve / shunt system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav 2.0 shunt system is difficult permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that both valves was permeable. Computer controlled test: in order to investigate the suspicion of underdrainage, the progav 2.0 shunt system was tested on a miethke computer controlled testing apparatus. The valve was tested by simulating a cerebrospinal fluid flow at rates from 60 ml/hr down to 5 ml/hr with the valve in horizontal and vertical position (in accordance with iso 7197). Distilled water was used as the test-liquid. The resulting opening pressure was measured. The computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 7,90 cmh2o. This is not within the specified tolerance of 14 cmh2o ± 3 cmh2o. Additional testing did not significantly change the results. According to our results, we can confirm the presence of an over-drainage. Additionally, the shuntassistant was tested according to standard procedure in the horizontal and vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o ± 4 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 18,91 cmh2o. This is within the specified tolerance of 20 cmh2o ± 4 cmh2o. Braking force and brake function test: a specific measurement device apparatus of braking force is used to investigate the braking force and the brake function of adjustable valves. This apparatus tests whether the braking function is present and how much force must be exerted on the housing to release the rotor to adjust the valve using the integrated magnet of the braking force apparatus. The braking force of the progav 2.0 valve was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the shunt system. After dismantling of the valves, some deposits were found in progav 2.0, see picture 5. No visible deposits were found in the shunt assistants. Results: based on our investigation, we are not able to substantiate the claim of "under-drainage", but our test showed an over-drainage. We are assuming that the deposits detected within the progav 2.0 valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shuntassistant met all specifications of the final inspection when released from (B)(4).

Event description:
A patient with this product being placed about six months ago underwent a number of underdrainage conditions, and his/her condition changed suddenly. At the discretion of the doctor., only proga v2.0+ shunt assistant was replaced. No infection.